Manufacturer narrative:
Customer did not provide information on sample collection and storage. Qc prior to and after the event showed imprecision. Bci field service engineer (fse) replaced both co2 measuring and reference electrodes and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that unicel dxc 800 pro synchron chemistry analyzer was generating erratic co2 results. These results were not reported out of the lab. Samples were tested on an alternate instrument and those results were reported. There was no affect to patient.